Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. 310c27 tissue valve implanted (B)(6) 2018.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) should have more remaining battery longevity and had a "decrease in longevity that was not expected". The crt-d remains in use. No patient complications have been reported as a result of this event.